Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Inspected the lcd connector and no unlocked connector noted. Unable to verify weak signal alarm, lost sensor alarm, sensor error alarm, download anomaly or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot and minor scratched display window and missing drive support sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had unresponsive buttons. The customer states they had issues with lost and weak sensor alarms. The customer's blood glucose level at the time of incident was 154mg/dl. Troubleshoot was conducted and the customer was advised the pump would have to be replaced due to unresponsive keys. The customer was being sent replacement sensors.